Manufacturer narrative:
Initial.

Event description:
It was reported that the charger for an ilet device displayed a solid green indicator on the charging pad but charged the device intermittently despite correct placement and attempts with multiple power outlets, consistent with a charging malfunction involving the external charger component. Symptoms included no adverse clinical effects. Outcomes included no impact on health or daily activities and no alerts or alarms from the system. Investigation included customer troubleshooting confirmation and logistical action to provide a replacement charger. Investigation of this case revealed a suspected malfunction of the charger leading to inconsistent power transfer. It was concluded, based on previously established findings for similar reports, that the cause was likely a device component malfunction of the external charger.